Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025) he patient's blood glucose levels reached 300 mg/dl while wearing the pod for 8 hours. Symptoms reported include hyperglycemia, nausea and dry heat. The patient reports they had applied a new pod and while applying a new continues glucose monitor the pod would not pair with it. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with intravenous fluids was well as insulin. The patient remains in the hospital at the time of this call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.6. Cgm sensor type: g6.